Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress on the white power cable strain relief the reported event of damage to the white power cable was confirmed via the submitted images. Damage to the white power cable bend relief was observed. The provided information indicated there were no associated alarms, the system controller was exchanged without issue, no log files are available, and no product will be returning for further evaluation. A root cause for the damage to the white power cable was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 07feb2020. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was in the hospital for a routine visit it was noted that the white power lead on their system controller was damaged. The system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.